Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. Customer successfully completed load process with original supplies. Customer's blood glucose was 221 mg/dl.